Event description:
During a routine cardiac work-up on 5/14/1999, an abnormal ventricular lead impedance was noted while the pacemaker was checked. The atrial leads were functioning normally, but there was suspicion of an injury to one of the leads as the thresholds of the ventricular lead were unacceptable. The ventricular lead was found to be fractured just prior to the attachment of the heart.